Event description:
Contact reported that while tightening one end of the depuy spine isola transverse connector a portion broke off. The broken piece struck the surgeon in the left cornea. Info received indicates that this caused minor injury to the surgeon. The surgeon decided to leave the device in place as mechanical fixation was satisfactory. There was no adverse pt consequence. As there was an injury to the surgeon an MDR is being filed to document this event.